Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A review of the device records found no issue with the stent profile or the profile of the balloon with all profile readings within product specification. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-03402. It was reported that stent dislodgement occurred. The target lesion was located in the mid to proximal internal mammary artery (lima). After successful deployment of three synergy drug-eluting stents (des) in the lesion, a 2.50x38 synergy ii des was then advanced to be deployed more distally. However, as the fourth stent entered into the ostial part of the lima, it got caught on the first stent that was previously deployed. When the fourth stent was pulled back, it tore the stent in the ostial part out and caught tissue on it. The two stents then went down in the subclavian artery and were snared. The procedure was completed using another of the same device. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-03402. It was reported that stent dislodgement occurred. The target lesion was located in the mid to proximal internal mammary artery (lima). After successful deployment of three synergy drug-eluting stents (des) in the lesion, a 2.50x38 synergy ii des was then advanced to be deployed more distally. However, as the fourth stent entered into the ostial part of the lima, it got caught on the first stent that was previously deployed. When the fourth stent was pulled back, it tore the stent in the ostial part out and caught tissue on it. The two stents then went down in the subclavian artery and were snared. The procedure was completed using another of the same device. No further patient complications were reported and the patient's status was okay.